Event description:
It was reported that the customer's insulin pump alarmed motor error several times in the past month. The blood glucose reading was 86mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and found several motor error alarms. Assisted the caller to run the displacement test and the test passed. Advised the caller to discontinue the use of the device, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specs. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The unit had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.